Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 device indicating that despite the daily functional test, a red cross appeared, and device is not permitted for use. The rse conducted a remote evaluation of the device. The customer confirmed that the issue resolved itself and the device was returned to full functionality. The customer did not provide any further details. No further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer confirmed that the issue resolved itself and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.